Event description:
Initial info received from operating room report: a (B)(6) pt underwent aaa repair on (B)(6) 2010. The repair was complicated by common iliac and external iliac plaque which was pushed up by the sheath to the aortic neck, and there was mild deployment of the graft with inability to open completely. The pt's blood pressure dropped upon removal of the 18 fr sheath and the physician recognized that there was some retroperitoneal bleeding leading to open conversion of the repair with control of the bleeding in the external iliac artery on the right and extension of the aneurysm repair to the right common femoral as an aortofemoral bypass. During the open repair, most of the bleeding occurred from the lacerated external iliac artery on the right, and this was controlled by slipping above and below the laceration. On the right side, as the physicians removed the sheath, the sutures were advanced, and there was persistent bleeding. A third device (of another manufactures, was then deployed, and this appeared to accomplish hemostasis. It was at about this time that anesthesia notified the lead physician that the blood pressure had dropped, and the physician felt that there was some bleeding intraabdominal or retroperitoneal as there was no other reason for the pt's blood pressure to drop. The physician immediately proceeded with a midline laparotomy as the pt had been prepped appropriately, and upon entering the abdomen, there was a large hematoma in the right lower quadrant. It then became evident that there was a tear in the external iliac artery that started bleeding as the sheath was removed. The physician then proceeded to quickly control the common iliac artery on the right and exposed the common femoral artery on the right through an oblique incision in the groin. There was severe calcified atherosclerotic disease in the common femoral. The physician then exposed the external iliac from the abdomen close to the inguinal ligament and clipped it above the injury. This controlled the bleeding. The physicians then proceeded with a standard transperitoneal repair of the infrarenal abdominal aortic aneurysm.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4) - bleeding and drop in blood pressure not specifically labeled in the IFU. Rupture is not labeled in the IFU. Additional info received on 07/15/2010 from physician. The physician stated that he did not feel that the cook sheath had anything to do with the event. Check-flo introducer in-process and final inspections confirm correct outside diameter and type of sheath tubing. Inspection method: level I, measure with calipers and visually compare remainder. Standard straight sheaths and dilators; if sheath and dilator are received together, they must be sent through out processing inserted together. They must have a smooth transition together. If the sheath is ordered without the dilator, confirm open lumen and that the cap will accept correct size tubing. Do not disrupt the disc. Manually feel for smooth transition between sheath and dilator or checker tubing. Leave dilator inserted or remove checker tubing. Also, in the instructions for use (IFU) supplied with the product, the intended use section notes: "the product is intended for use by physician trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed" and in the precautions section: "when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position". Without product returned to assist in this investigation, it is difficult to determine with certainty the cause of the difficulty encountered. A review of our records for this customer indicate the (B)(4) is the only 18 french sheath shipped to this customer. This investigation is based on customer shipping records. The appropriate internal personnel have been notified and we are continuing our monitoring of similar complaints.